Manufacturer narrative:
The device associated with the event was returned for investigation, and an investigation has not yet been completed. When an investigation is conducted, a supplemental report will be filed.

Event description:
The patient performed a control solution test using their control solution 1 and the result was out of range. The result for control solution 1 was 60, and the pre-calibrated range for control solution 1 was 93-140. The patient was sent new control solution and test strips to rule out the supplies. The patient performed repeat control solution testing using the new supplies and received two results that were out of range. The results for control solution 1 were 88 and 84, and the pre-calibrated range for control solution 1 was 93-140. The patient did not receive treatment as part of the malfunction.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the devices was working as intended.

Event description:
The patient performed a control solution test using their control solution 1 and the result was out of range. The result for control solution 1 was 60, and the pre-calibrated range for control solution 1 was 93-140. The patient was sent new control solution and test strips to rule out the supplies. The patient performed repeat control solution testing using the new supplies and received two results that were out of range. The results for control solution 1 were 88 and 84, and the pre-calibrated range for control solution 1 was 93-140. The patient did not receive treatment as part of the malfunction.